Event description:
During routine weekly in-home trach change. Trach tube was noted to be 3/4 disconnected from trach phlange. Tracheostomy was changed to a new #3.5 ped shiley trach by pt's mother. See attached photo. Dme provider was contacted, as wee as, complaint filed. Item was disinfected by patient's mother by manufacturer guidelines w/1/2 strength vinegar & rinsed w/sterile saline, placed in ziploc container after air-drying and placed in refrigerator for next use.